Event description:
The customer reported that they observed a leak above the liquid waste area on a unicel dxl800 access immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was no exposure control plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered the wash buffer supply peri-pump tubing had split and had caused the leak. The fse replaced the split tubing and verified instrument operation. After the completion of necessary and verified repairs, the instrument was returned into operation.